Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came into the office because their crown was loose. They tightened the screw, but the crown continued to move.

Event description:
Upon reassessment of the reported event. It was determined this MDR was not filed under the correct MFR number. This event will be reported on 0002023141-2022-01979.

Manufacturer narrative:
This report is being submitted to relay corrected data/information. The associated MDR report number was entered incorrectly as 0001038806-2022-01151. Upon reassessment of the reported event. It was determined this MDR was not filed under the correct MFR number. This event will be reported on 0002023141-2022-01979.